Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the alarm log. The reported phenomenon was unable to be confirmed. An attempt was made to analyze the time of the phenomenon occurrence out of event logs, but the error that caused operation anomaly was not identified because the log had been written incorrectly at the time range of the phenomenon. Given that the event log had been processed incorrectly, the phenomenon was considered to have occurred because a series of data communication and writing had been processed incorrectly due to anomalies in the cpu and memory on the main board. Therefore, the software was upgraded from version 3.6 to 3.6.1 and thereafter a functional test was performed; no anomalies were found.